Manufacturer narrative:
The following article has been attached to this MDR: akgul, e. Balli, t. And aksungur, e. 2015. ¿hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms¿ interventional neuroradiology 2015, vol. 21(1) 29¿39. This article was discovered during a routine literature search on july 17, 2015, but patient specific information was not available and all 8 events of cerebral ischemia were reported in report number 1058196-2015-00161. However, since patient specific information was provided on august 24, 2015, 7 additional mdrs are being submitted. Cranial CT performed urgently after the procedure revealed asymptomatic ischemic lesions, but did not show any intraparenchymal or subarachnoid hemorrhage concomitant medications: pre-procedure medications included aspirin and clopidogrel. During the procedure, 5000-7500 iu heparin was administered intravenously. During the procedure, 1000 iu or more of heparin were administered per hour to provide the act 1 to 2 times higher than the baseline value. Clopidogrel was stopped 3 to 6 months later and aspirin was continued indefinitely. Concomitant medical products: neuroform 3 or neuroform e2 stent, prowler select plus, sl-10 microcatheter were used during procedure. Complaint conclusion: it was reported in the literature article ¿hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms¿ by erol akgul, tugsan balli and erol h aksungur published in interventional neuroradiology 2015, vol. 21(1) 29¿39, a patient had asymptomatic cerebral ischemic lesions post enterprise stent (lot/catalog unk) implantation in a basilar artery tip aneurysm. There had been no procedural complications or enterprise malfunctions. During MRI, there was no evidence of thrombus within the enterprise, and the enterprise was still adhered to the vessel wall. There was no evidence of aneurysm rupture or protrusion of coils from the aneurysm. There was no known cause of the ischemic lesions known to the physician, and no treatment was provided. This report evaluated the safety and effectiveness of the technique and presented the long-term results of hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms. Twenty patients with wide-necked bifurcation aneurysms treated with hybrid, y-configured, dual stent assisted coiling were enrolled in the study. An open-cell non-codman intracranial stent was used as a first stent to prevent its migration. Then a closed-cell stent enterprise stent (catalog/lot unknown) was used as the second stent. No specific information regarding coils used was reported. Clinically, neither symptomatic neurologic complication nor death was seen. Cranial CT performed urgently after the procedure did not show any intraparenchymal or subarachnoid hemorrhage. In eight (40%) of the patients, one or more small asymptomatic ischemic lesions were detected on diffusion-weighted MRI. No in-stent stenosis was seen in any of the patients. The device was implanted and not available for analysis. In addition, the lot number was not provided; therefore, a DHR could not be performed. Ischemia and stroke are known procedural events associated with cerebral stent implantation procedures, and are listed in the instructions for use as such. Based on the minimal information provided it is not possible to determine the root cause of the ischemic lesions; however, it was reported that the enterprise was still adhered to the vessel wall and there was no evidence of thrombus or aneurysm rupture. Patient factors may have contributed to the event. There was no evidence the event was related to an enterprise manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
It was reported in the literature article "hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms" by erol akgul, tugsan balli and erol h aksungur published in interventional neuroradiology 2015, vol. 21(1) 29-39, a patient had asymptomatic cerebral ischemic lesions post enterprise stent (lot/catalog unk) implantation in a basilar artery tip aneurysm. There had been no procedural complications or enterprise malfunctions. During MRI, there was no evidence of thrombus within the enterprise, and the enterprise was still adhered to the vessel wall. There was no evidence of aneurysm rupture or protrusion of coils from the aneurysm. There was no known cause of the ischemic lesions known to the physician, and no treatment was provided. This report evaluated the safety and effectiveness of the technique and presented the long-term results of hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms. Twenty patients with wide-necked bifurcation aneurysms treated with hybrid, y-configured, dual stent assisted coiling were enrolled in the study. An open-cell non-codman intracranial stent was used as a first stent to prevent its migration. Then a closed-cell stent enterprise stent (catalog/lot unknown) was used as the second stent. No specific information regarding coils used was reported. Clinically, neither symptomatic neurologic complication nor death was seen. Cranial CT performed urgently after the procedure did not show any intraparenchymal or subarachnoid hemorrhage. In eight (40%) of the patients, one or more small asymptomatic ischemic lesions were detected on diffusion-weighted MRI. No in-stent stenosis was seen in any of the patients.